Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited difficulty establishing telemetry and was unable to be interrogated. Technical services (ts) discussed several troubleshooting options. The device was subsequently explanted and replaced due to the inability to be interrogated and pacing not delivered when required. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that this pacemaker exhibited difficulty establishing telemetry and was unable to be interrogated. Technical services (ts) discussed several troubleshooting options. The device was subsequently explanted and replaced due to the inability to be interrogated and pacing not delivered when required. No additional adverse patient effects were reported.